Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the proximal rca. As the device was crossing the lesion the stent came off the balloon. A snare was used to retrieve the stent. There was no patient injury and no clinical sequeale reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dislodgement); (root cause undetermined - limited information/device not received for evaluation); (device not received).